Manufacturer narrative:
H10: per good faith effort (gfe) response received 22-nov-2023, the biomedical engineer (bme) confirmed that only the two screws were replaced. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60, indicating that during preventive maintenance (pm), the grounding test failed at the o2 fitting retention plate. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) reported to the remote service engineer (rse) that the grounding test failed at the o2 fitting retention plate during preventive maintenance (pm). The rse provided the customer with the part numbers and prices of the replacement o2 fitting retention plate and screw for repair.